Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for failed battery and software error as well as alleged for possible under delivery of insulin pump. Customer also stated that customer went to emergency room due to high blood glucose of 32mmol/l on (B)(6) 2018. Customer¿s current blood glucose was 23mmol/l which was treated with insulin pen or injections. Customer was able to clear the alarm but not able to rewind the insulin pump successfully. Customer was advised to revert to back up plan. Product will be return for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. Unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the pump daily history screen. No bolus anomaly noted. The test battery was removed and reinserted. No failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. Insulin pump was returned for software error formatted history file analysis confirmed pump error 53 due to software error ((B)(4)). Unit had minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button.